Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as the cuff pressure tube connector, which is located at the bottom of the intellicuff handheld housing, has been broken off. This causes a leak in the circuit, preventing the pressure from rising. - this occurrence was noticed during the pre-operational check. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.